Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she had an incident on a plane that she got really sick in her stomach and started to vomit, pee and couldn't stop. It got so bad that flight attendant told her they would have to force a landing and get her to a hospital if she didn't stop. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.